Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused lung cancer and death . The patient did report to receive medical intervention and received chemotherapy and radiation. The patient was hospitalized for palliative care prior to date of death. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused lung cancer and death . The patient did report to receive medical intervention and received chemotherapy and radiation. The patient was hospitalized for palliative care prior to date of death. The device was returned to an authorized service center for evaluation. The device was visually inspected. The service center found no evidence of sound abatement foam degradation. The device passed all final testing.